Manufacturer narrative:
Product event summary: analysis confirmed that the programmer will not interrogate unless rf (radio frequency) connector is wiggled. Loose rf head connector found on a printed circuit board assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had no telemetry when interrogating one model of implantable device. It was further noted that upon replacement of the radio frequency head, it would work when the connector the head connected into was "wiggled." The programmer was returned for service. No patient complications have been reported as a result of this event.